Manufacturer narrative:
Approximate age of device - 3 years, 9 months. The replaced portion of the repaired percutaneous lead (driveline) and the pump were returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system was producing low flow and pump stoppage events when the system was tethered to the power module patient cable. No alarms occurred when the system was on batteries. A log file was reviewed by the manufacturer's technical service representative and pump stoppage or speed drop events were confirmed. On (B)(6) 2018, the manufacturer's technical service representative performed a percutaneous lead (driveline) evaluation and the maximum length of the external driveline was replaced. After the replacement, a pump stopped event occurred while the lvad system was connected to a power module. The clinicians requested ungrounded patient cables to be provided for the patient's use while connected to the power module. The patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Approximately 17.5¿ of the external portion/distal end of the percutaneous lead (driveline) was returned for evaluation. Continuity and hipot testing were performed on the 17.5¿ distal end repair of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump was returned with the driveline cut approximately 9¿ from the pump housing and the severed portion of driveline, measuring approximately 31.5¿ in length, was also returned. Continuity and hipot testing were performed on the 31.5¿ distal end repair of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 9¿ pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of the yellow wire approximately 3.5¿ from the pump housing. The conductors of the yellow wire were exposed. The insulation breach of the yellow wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breach in the insulation of the yellow wire could have resulted in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.